Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (monitor will not power on) was confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca.  Additionally, l1, d1, l2 components were damaged due to the shorted c1 capacitor. The root cause for the components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.